Event description:
Erratic blood levels from the 40's to the 300's. Patient was able to bolus to maintain a normal range, but then her values would become erratic again. Patient stated that she had trouble calculating the carbohydrate ratio for chinese food. Patient switched to her back-up device and her blood glucose returned to a normal range.